Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the lack of image was most likely caused by failure of the connecting part of the interface. However, the specific cause of the faulty connector part was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. The images were not shown due to a defect in the connecting part. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using the visera elite video system center the image was not displayed. Additional information received from the customer indicated, the reported issue was a connector issue, and the intended procedure was completed. There were no reports of patient harm or impact associated with the event.